Manufacturer narrative:
The medical center in (B)(6) discarded the impella pump product. The clinical details alone were analyzed for root cause determination. The cause of the limb ischemia was determined to be native patient condition. The failure mode will be monitored and trended.

Event description:
In (B)(6) 2022 the medical team in (B)(6) had a successful impella cp support. Months later in (B)(6) 2022 the jpvad registry noted that there was limb ischemia attributed to the use of impella. The registry documented that the ischemia was treated by contralateral leg infusion catheter placement.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01373 was provided in sections b1, b2, b5, d6a, d6b, g1, h1, and h6. The investigation for the reported hemolysis and gastrointestinal bleed has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the hemolysis was unable to be determined as no product or logs were returned for analysis. The root cause of the gastrointestinal bleed was determined to be unrelated to the use of impella. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: limb ischemia. Impella cp with smart assist system. Section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ access site bleeding. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. As noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ hemolysis: impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system. Section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. As noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. As noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. As noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ as noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. As noted in the impella IFU ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Additional information was reported indicating the patient experienced hemolysis and access site bleeding. It was reported the hemolysis was confirmed through blood sampling and was resolved by lowering the pressure level of the pump. Gastrointestinal bleeding was also noted during support, resulting in the patient requiring an unknown amount of blood transfusion. No further information is available. The patient remained on impella support and was successfully weaned.